Event description:
It was reported that: the extension tubing separated where the tubing connects with the luer lock. The issue was identified during use on patient. The patient was reported as fine. There was no patient harm. A new device was inserted.

Manufacturer narrative:
(B)(4). The report of a separated/torn tubing was confirmed through complaint investigation based upon the sample received. The customer returned one tubing component from the anchoring device. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the tubing was severed at the distal hub. Microscopic examination confirmed the separation. Upon functional inspection, the tubing was able to be re-inserted back into the hub; however, the connection was not secure and was able to be easily disconnected. Manufacturing unit confirmed that this was a supplier defect. The IFU provided with the kit informs the user, "do not use if package is damaged". A device history record review was performed based on sales history and a relevant finding was identified. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the extension tubing separated where the tubing connects with the luer lock. The issue was identified during use on patient. The patient was reported as fine. There was no patient harm. A new device was inserted.